Event description:
It was reported that the ar-623-36 tibial impactor tip cracked during use. The case was completed without incident. Pending information 6-11-2021 it was reported that the ar-623-36 tibial impactor tip cracked during use. Cracked during use, not in patient. The case was completed without incident.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the impactor head is cracked. The device also found to be worn: the impactor head is damaged, the handle is dented and the anvil is worn due to impaction. The most likely cause for the reported failure can be attributed to wear and tear of the device.